Event description:
The consumer states he heard a noise in the garage and called the police. The police found that his power chair had pushed itself against the tool box on its own. No injury alleged.

Manufacturer narrative:
Consumer alleges as the chair tuned itself on while in his garage and drove into a tool box. Chair has manual switch its unclear how this switch had gotten toggled on. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.